Manufacturer narrative:
Bd became aware of mw5104287 on (B)(6) 2021 regarding an event that appears to have occurred on (B)(6) 2021. The medwatch states "rapid response called for rapid atrial fibrillation rhythm. Unable to override IV metoprolol from 4s pyxis, so nursing supervisor had to run to pharmacy to get medication so that ICU rn could give medication to the patient." The medwatch was filed anonymously. Bd completed a case review to try and identify the event or similar events between (B)(6) 2021 and (B)(6) 2021. There were no cases identified that could be directly linked to this medwatch. Bd opened case number (B)(4) in order to document the events described in the medwatch and any potential investigation. At this time bd is unable to identify which product the event occurred on, who the complainant was, or which customer created the medwatch. Without this information, bd is unable to complete any additional investigation. If in the future more information becomes available, an investigation will be conducted.

Event description:
Bd became aware of a anonymous medwatch (mw5104287) on (B)(6) 2021. The medwatch was filed on (B)(6), 2021 and alleges that the user was unable to override a medication for a patient and had to retrieve it from the pharmacy.